Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this lens was inserted and removed. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as customer discarded the removed iol. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the right eye and the doctor noticed large scratch on lens. Also it was noted to be due to a loading issue. The lens was cut and removed and replaced with a backup lens. Reportedly, there was no patient injury. There was no incision enlargement or vitrectomy performed. No additional information was provided.